Event description:
The customer reported to olympus, leak at the distal end of the bronchovideoscope was noted during reprocessing. The device was returned and an evaluation at the repair center revealed, the scope displayed no image. Error e315 occurred and a rainbow screen was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the user request. Leakage was noted due to cut/hole at the bending section cover. There was no data transmission in the device and data was not stored. The adhesive of the bending section cover was peeling. After aeration, the screen still displayed no image; however the error code e315 was not displayed. Switches were not working even after aeration. Electrical continuity failure was noted and charge coupled device strands were corroded. The control body was corroded. The ethylene oxide (eto) valve was misaligned with corrosion and radio-frequency identification (rfid) inner tag came off due to corrosion. The device exhibited reduced angulation in the down direction. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed no image/error 315 issue could not be determined, however, the issue was likely due to water leaking into the scope connector during user handling and causing an abnormality in the electronic component, resulting in the error message. The event may be reduced/prevented by following the instructions for use which state: ¿·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.